Event description:
The pt's family members reportedly were not satisfied with the pt's auditory performance. In 2003, the pt reportedly was able to hear after programming appointments. However, shortly after an appointment, the pt reportedly did not experience the same sound quality. The pt was seen by a company rep. The pt tested positive for neural fatigue. Testing confirmed that the device was functioning. Programming adjustments were made. The pt's family members reportedly observed that the pt was doing well with programming changes. Two months later, the pt's family decided to have the pt's device explanted. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.